Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited unsuitable sensing measurements, despite multiple repositions. The physician noted that the lead was not properly secured at the implant location, but the helix was unable to be extended. Additionally, the stylet was unable to be inserted. The physician exchanged the rv lead to resolve the event and no adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. However, dislodgement/dislocation has been observed with this product previously and is a known inherent risk associated with this procedure and is documented in the product's labeling. Other factors, such as changes in patient condition, patient-specific anatomy, clinical conditions, and/or varying implant conditions/techniques, may have contributed to the clinical observations. The most probable cause for the referenced event is known inherent risk of device since the reported adverse event is well-known and documented in the product's labeling/IFU.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited unsuitable sensing measurements, despite multiple repositions. The physician noted that the lead was not properly secured at the implant location, but the helix was unable to be extended. Additionally, the stylet was unable to be inserted. The physician exchanged the rv lead to resolve the event and no adverse patient effects were reported. This lead is expected to be returned for analysis, but has not yet been received.